Event description:
The patient was intubated on january 22, 1992, et tube advanced and repositioned for noted air leak with patient not receiving full tidal volumes. On january 23, 1992, cuff leak very evident in radiology with air leak audible. Decreased tidal volume noted at that time. Clinical engineering could find no evidence of an air leakinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.